Event description:
The customer reported that during shift check, the device would switch on, but the screen would go blank and the system would restart whenever a shock was delivered through the unit (normal 150 joule check). There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.